Manufacturer narrative:
The catheter was returned for evaluation and found to be operating according to specification. The reported event was unable to be duplicated. The instructions for use (IFU 15-00133-12) give the user the following cautions when using the trufreeze catheters, "when using a scope, place the catheter through the catheter introducer and into the biopsy or working channel of the scope. Ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer. Caution: if using a scope in the retroflexed position, ensure catheter and scope are completely defrosted before repositioning or withdrawing. Withdraw scope and catheter in the straight position. Caution: ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Caution: care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer. " steris conducted in-service training specifically on the proper use and operation of the trufreeze passive venting catheter. A complaint review confirms the lot subject of the reported event to be isolated. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the trufreeze system catheter and scope experienced ice build-up preventing flow of the gas into the patient resulting in a procedure delay. No report of injury.